Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported the vitek 2 gram-negative (gn) ID test kit (ref 21341) misidentified an non-shigella organism as shigella. Upon obtaining shigella identification, the customer repeated testing and obtained the same result. Biomerieux has requested submittal of patient isolate for internal testing. There is no indication or report from the hospital or treating physician to biomerieux that the organism misidentification led to any adverse event related to the patient's state of health. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported misidentification of non-shigella organisms as shigella in association with the vitek® 2 gn ID test kit. Biomérieux internal investigation was conducted. The customer reported an increase in samples identifying as shigella that aren't actually shigella in association with vitek® 2 gn card lot #s 241349710 & 241308040. The customer did not comply with biomérieux request for organism and lab report submittals. The customer did not specify which species the strains actually were, only that they were non-shigella. Any identification of shigella should be confirmed with another method such as serology. The gn ID lab report prints the message "confirm by serological tests" for any identification of shigella. The customer followed the guidance and confirmed the identification by sending it to their state lab. As no isolates or lab reports were submitted by the customer, it is not possible to further investigate the cause of the misidentifications. Evaluation of the manufacturing qc batch records for gn ID card lots 241349710 and 241308040 indicated that both lots passed on initial qc performance testing. There were no issues observed on initial qc performance testing. Quality systems reviewed the complaint history mis-ids of shigella. Trend analysis does not indicate a systemic issue. The investigation concluded the vitek® 2 gn ID card is performing as intended.